Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial d8 and an update to field h4. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and a specific root cause the phenomenon "alarm sounded. And front panel light went out" could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the insufflator generated an alarm sound, and the front panel turned off. The issue was found during a therapeutic cecum resection procedure. There was no delay, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D8: selected in error.